Event description:
The consumer is a female with a history of asthma and allergy to milk, and whose concomitant medications include albuterol. She first used an unspecified ky product in 2009. She stated that after use of this product one time she developed burns which caused lacerations and blisters on the external vaginal area. At about 2 days later, she visited a walk in clinic; she states that the diagnosis of "burns that caused lacerations, blisters" was made, and that six stitches were placed on the external vaginal area. She was treated with pain medication, antibiotic burn cream and lidocaine. At the time of contact at about 3 days later, symptoms had abated slightly.

Manufacturer narrative:
This report is closed until other significant info is received.